Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance issue. A new rv lead was successfully implanted. No additional patient adverse effects were reported.